Manufacturer narrative:
It was reported that the patient had revision surgery to remove scar tissue. A routine poly insert exchange was performed as part of the revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had revision surgery to remove scar tissue. A routine poly insert exchange was performed as part of the revision surgery.